Event description:
The device was used during an unspecified procedure. The clips scissored. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
9/3/1998-supplemental report #1 sent to FDA.